Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarifications were received. The patient impact is unknown.

Manufacturer narrative:
Evaluation summary. For the system. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. For the consumable product. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system was found to meet specifications. No sample was returned for the consumable product. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during phacoemulsification, the system was not controlling the intraocular pressure as it should. The event occurred during multiple surgeries. The balanced salt solution bottle was adjusted to the highest to complete all of the cases. There was no patient harm reported. Additional information has been requested but not received to date. This is one of tree reports being filled for this facility. This is the second report for the intraocular pressure issue, this report is for the pool of patients with unknown surgery dates.